Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. It is unclear when the alleged issue with the meter started. The patient manages his diabetes with insulin pump therapy. He reported that at 10:28 am on (B)(6) 2015, he developed hypoglycemic symptoms of shaking he claimed that also at 10:28am, he tested his blood glucose level using the subject meter and obtained an alleged inaccurately erratic result of 8.5 mmol/l. He reported that at 10:46am, he tested his blood glucose level again and obtained a result of 3.9 mmol/l on the subject meter. Based on statistical methodology, the calculated difference between these results falls outside lfs' criteria for precision. The patient reported that he self-treated his symptoms with 4 dex capsules and started feeling better a short time later. He claimed that at 11:02 am, he tested again using the subject meter, and obtained a result of 6.7 mmol/l. The patient denied using any other device to check his blood glucose levels. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient's blood glucose results were from the same approved sample site. The csr noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury which may have occurred after the alleged meter issue began.